Event description:
The customer received a questionable n-terminal pro b-type natriuretic peptide, stat (probnp) result for one patient sample. The procell reagent had been replaced by the customer, but some of the reagent was spilled. The software of the analyzer was not updated and it thought the reagent was full. The procell became empty during testing which caused the discrepant results. The initial probnp result was 147 pg/ml. The repeat result on the same analyzer was 109 pg/ml which was reported outside the laboratory. The sample was repeated on a different cobas e601 analyzer and the results were 790 and 783 pg/ml. The result of 790 pg/ml was then reported outside the laboratory. The patient was admitted to the hospital based upon the diagnosis and not based upon the discrepant results. The patient was not adversely affected. The probnp reagent lot number was 17057503 with an expiration date of 04/30/2014. The field service representative determined the procell reagent ran empty due to the customer not updating the reagent correctly. He replaced the reagents and updated the software. He ran all checks which were all ok and stated the customer will now check the reagent level each morning.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.